Event description:
While advancing the catheter, the safety mechanism failed to engage and the contaminated sharp was not covered by the blue sheath. Additionally, the amount of force used by rptr usually is not enough to pull the needle out as quickly as this particular needle came out of catheter. The exposed needle bounced off rptr's hand.